Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to make a correction in d9 that the product was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Brand name: evis exera iii hdtv gastroscope. The olympus service center technician (tac) was able to troubleshoot the subject device with the customer by testing with multiple devices which identified the issue with the evis exera iiii hdtv gastrovideoscope. The subject device will not be returned to olympus. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors "b30" and "e216" occurred with multiple scopes. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed after a 1 hour and 20 minute delay. There was no adverse effect to the patient attributed to the delay. There was no patient injury, associated with the problem, reported to olympus. This report is being submitted for the b30 error code.